Manufacturer narrative:
(B)(4).

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 48mm in diameter abdominal aortic aneurysm. The proximal neck was 27-29-31-26 mm in diameter and 30 mm in length. The right common iliac artery was 12-9-15-12 mm in diameter and the left common iliac artery was 9-1-12 mm in diameter. The right and left iliac arteries had mild calcification. During the index procedure a type iii fabric was discovered coming from the bifurcated stent graft. The physician decided to implant and endurant ii cuff, resolving the event. Per the physician, the cause of the event is unknown. No additional clinical sequelae were reported and the patient is fine.